Event description:
The initial reporter received a questionable elecsys troponin t hs stat result from one patient sample tested on the cobas e411 disk. The initial result was reported to the doctor. The result was questioned prompting the collection of a new sample. The initial result of the first sample at 12:46 pm was 396.8 ng/l. The result of the second sample at 2:50 pm was 8 ng/l. The result of the third sample at 4:36 pm was 7 ng/l. The first repeat result of the first sample at 4:56 pm was 8 ng/l. The second repeat result of the first sample at 5:17 pm was 8 ng/l.

Manufacturer narrative:
The serial number of the customer's cobas e411 disk is (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation reviewed the calibration data; the results were within specifications. The assay's calibration had no influence on the event. The investigation reviewed the qc data; the results were within specifications before the patient sample was run. The investigation excluded a general reagent problem because the qc before the event was within range. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.